Manufacturer narrative:
Final analysis notes the reported field experience of a stripped right ventricular set screw was verified in the lab. Upon receipt, the right ventricular set screw was unable to engage with test leads because it was stripped with septum material inside. The septum material was removed from the device set screw, and a defibrillation df4 test lead was able to fully insert and secure into the device header. The event occurred during implant, which suggests that the set screw damage is procedure related. This also suggests that the out-of-range impedance readings were likely caused by the anomalous right ventricular set screw connection. Functional test results indicated normal device behavior.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. It was noted during implant that a set screw anomaly was observed whereby the right ventricular lead could not be tightened when connected to the implantable cardioverter defibrillator's (ICD) connector. The issue was noted to be a stripped set screw. Several attempts were made to fix the issue but the set screw could not be loosened. The ICD was exchanged. The patient was stable.